Event description:
It was reported that the patient's artificial urinary sphincter cuff was loose. The cuff was replaced. The patient had no further concerns. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.